Event description:
It was further reported that the patient was doing well and his stimulation was effective.

Event description:
It was reported that the patient had a loss of therapeutic effect. For the 3-4 days prior to the report, the patient felt stimulation but it didn¿t seem to be doing any good. The patient¿s pain was the same as before the implant. There were no falls or trauma. Stimulation was on at 2.50 v, which was his normal setting. It was further reported that there were telemetry issues and an overdischarge (od) was suspected. The patient stated the system was not working and the patient recharged a lot. It was further clarified that the patient did not go into od. The patient had not charged his device for 5 weeks around (B)(6) 2013. Since then, the patient was only able to charge to 75% full. Upon interrogation on (B)(6) 2014, electrodes 9/10 showed impedances greater than 20,000 ohms. The patient had to double the amplitude to receive the same therapeutic benefit. This had been occurring for the prior 2 weeks. An xray was recommended of the area. It was further stated that no cause had been determined. The company representative planned to discuss the issue further with the physician, as the issue was not resolved. The patient was still having concerns as of (B)(6) 2014 but was working with their physician and/or company representative. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).